Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with an elevated blood glucose level, a specific value was not provided. The customer alleged that no boluses were being delivered; however tandem technical support reviewed the pump history and determined that boluses were being delivered. The customer was treated with intravenous fluids of saline and insulin. The customer was released 06/25/2026 with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.